Manufacturer narrative:
It was reported that a 58 year old male patient underwent an ablation procedure with a preface® guiding sheath with multipurpose curve and a hemostatic valve separation issue occurred. Additional information was received 8/14/2019, indicating the manufacture date of: and expiration date of 2/28/2021. A device history record evaluation was performed, and no internal actions were identified. Manufacture reference no: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure with a preface® guiding sheath with multipurpose curve and a hemostatic valve separation issue occurred. The hemostatic valve was outside the patient. When the doctor was removing the catheter from inside the patient, the ruptured valve fell to the floor. The surgery was then delayed 10 minutes. No excessive bleeding occurred during the procedure. No fragments were generated. Sheath replacement resolved the issue. The procedure was successfully completed, and no adverse patient consequences were reported. The hemostatic valve separation issue has been assessed as MDR reportable.